Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white solid material - however, it was not possible to identify the foreign material further from the information provided. It was not possible presume further the cause of this suggested phenomenon. In order to prevent further recurrence, it is recommended that the user facility review the method to handle the device in accordance with the instructions for use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the air/water channel was clogged with foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had an air/water aspiration problem. Inspection and testing of the returned device found foreign material clogging the channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.